Event description:
Report received from the USA stating that the "hose rupture." The event was not related to any surgical procedure. No pt or user injury was reported. There was no additional info provided.

Manufacturer narrative:
The device was received by anspach. If additional info is received, a supplemental report will be sent.